Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter and 95mm in length fusiform abdominal aortic aneurysm. The proximal aortic neck was 28mm in diameter and 30mm in length. The aorta was angulated about 80 degrees above the renal arteries. It was reported that on final angiogram, a proximal type I endoleak was observed. The physician implanted an aortic cuff to resolve the endoleak. The leak diminished; however, it did not completely resolve. The physician thought the leak would self-resolve and finished the procedure. The physician stated a suspect cause of the endoleak was 80 degrees angulated aorta above the renal arteries. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; highly angulated suprarenal proximal neck). Conclusion: device failure related to patient condition (anatomy related; highly angulated suprarenal proximal neck).